Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, hospital supply chain coordinator requesting support for an upcoming hip revision surgery. Implant originally placed 20 years ago and identified as (B)(4). Seeking microport contact/support and verification of representation in (B)(6). (No item ID, lot number or revision reason provided).